Event description:
The initial reporter received questionable ise indirect na and ci for gen.2 results from multiple patient samples tested on the cobas pro ise analytical unit. The initial results were reported outside of the laboratory. The doctors questioned the results prompting the rerun of the patient samples. The reporter was able to provide one patient sample with discrepant results. The initial na result was 151.6 mmol/l. The repeat result was 135.0 mmol/l. The initial cl result was 116.8 mmol/l. The repeat result was 105.6 mmol/l. The repeat results were deemed correct.

Manufacturer narrative:
The electrode lot numbers and their expiration dates were requested but not provided. The field service engineer (fse) inspected the analyzer and determined that the event was caused by a misaligned sample probe to the air dryer. The fse then adjusted the sample probe and verified the analyzer's performance by a precision check with successful results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.